Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. This occurred while the patient was lifting weights in the gym. The patient will be brought in at a later time for product testing. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. This occurred while the patient was lifting weights in the gym. The patient will be brought in at a later time for product testing. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient was brought back in for system testing. Noise was able to be reproduced so the sensing vector was reprogrammed and smart pass was extended. X-ray imaging will be provided for review. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted.